Manufacturer narrative:
The reason for this revision surgery was significant medial wear on the poly insert. The previous surgery and the revision detailed in this investigation occurred over 5 years apart. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to poly wear. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the poly wear. There are multiple factors that may contribute to the event that are outside the control of djo surgical are excessive loading, unbalanced joint, patient activities, trauma and patient non-compliance with medical instructions. The complaint states that event occurred over 5 years post-operative and it seems that the poly insert might get worn out significantly on medial side due to mal-alignment of patient's knee anatomy. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient had a right total knee arthroplasty (tka) performed in 2012, and had developed significant medial wear on the poly insert. The surgeon performed a poly exchange and synovectomy to correct mal-alignment.